Event description:
It was reported that the customer encountered a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support and was guided through a pump reset. After the reset, the device operated without further errors, and the customer successfully began a new sensor session.